Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump powered off and would not turn on. Customer reported that the new battery did not resolve the issue and the insulin pump display did not return. Customer also mentioned a motor error alarm in the past. Customer had a high blood glucose of 449 mg/dl and will treat using the manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm, off no power or low battery alarms noted. The motor was tested outside the device and passed.